Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.